Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report the device has not yet been returned. A supplemental report will be submitted to communicate the results of the complaint investigation. When the device history record is complete, a report will also be submitted with the results.

Event description:
As reported the clearsight system was used on a patient. The blood pressure values provided with the clearsight system were significantly lower than the nibp. It was decided to insert an arterial line to check the blood pressure. The values provided with the arterial line were correct and aligned with the nibp, while the values obtained with the clearsight were much lower. Art line bp: 110/60 (map 80), nibp bp: 108/63 (map 77), clearsight bp: 75/59 (map 68). The heart reference sensor was zeroed correctly. Due to the discrepancy between the pressures, the clearsight measurements were considered inaccurate and not used in patient treatment decisions. Troubleshooting was performed and the suspect device was found to be the pc2k. No error message was displayed. The patient was not treated due to the inaccurate values. There was no allegation of patient injury. Patient demographics were requested but unavailable.

Manufacturer narrative:
Examination of the returned device confirmed the reported customer complaint. During the evaluation, with the patient simulator set to 120/80 cuff 2 read 123/80. It took several attempts to get cuff 1 to not error when plugging in, due to the fractured solder joints on the cuff 1 connection. But it then read 121/80. The pressure stayed consistent, but any movement of the pressure cuff would cause the pressure controller to error, and stop monitoring. The evaluation lab confirmed the findings that the cuff 1 connector j1 has fractured solder joints on pins 1,2,3 & 11, on 1 side, and the board has damaged pads on pins 10 & 12. Root cause: pressure controller board and connector damaged in the field by the end user. In this case, the pressure controller had been put on the side, intended not to be used, as there were issues with the connection between the cuff and the port. Unknowingly, another clinician used the defective pressure controller on a new case and that is when the inaccurate values occurred. This event can be attributed to the clinician using a known defective product. The device history record was reviewed with no related manufacturing non-conformances found. There is no previous related servicing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.